Manufacturer narrative:
Investigation is complete. At this time the customer will not be returning the device for eval. The customer contact stated the device will be repaired at the user facility. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical dept for a report of broken door roller pin. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.